Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator wire (k-wire) had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated. Foreign objects were also found in upward/downward and right /left angulation control knob. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: plastic distal end cover had discoloration; nozzle was shaved; adhesive on bending section cover (a-rubber) was detached and a-rubber had a cut we well; water tightness was lost due to damage on channel tube, due to a cut on a-rubber and due to a cut on connecting tube; there was a dent on bending tube and switch box; connecting tube had a wrinkle; bending angle in up/down direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire; channel cleaning brush and forceps could not be inserted smoothly due to a dent on channel-tube; light guide-cover glass was damaged and there was a cut on the protector of universal cord on scope-connector side. Scratches were found on lg lens, connecting tube and on the universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Address line1: nh 16 service rd, beside dr ntr university of health sciences, gunadala (edited in respective field due to character limitation)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. It was later provided there was no delay in pre-cleaning. The end user sometimes has delay in manual cleaning. They do not perform pre-soaking. The end user aspirates water/detergent during pre-cleaning. The channel, port and suction cylinder are brushed. It was indicated they sometimes perform air/water flush during pre-cleaning. Detergent is flushed during manual cleaning in the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing was not conducted properly due to leakage from the biopsy channel, bending section cover (a-rubber), and insertion tube. The event can be detected and prevented by following the IFU sections: IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.